Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left sigmoid sinus using a penumbra coil 400 (pc400), a pod400 coil (pod400) and a px slim delivery microcatheter (px slim). During the procedure, while advancing the pc400, the hospital technician kinked the pusher assembly of the pc400; however, the physician continued to advance the pc400. Subsequently, the physician encountered resistance and kinked the pusher assembly at the same location. Therefore, the physician decided to retract the pc400 and the pc400 unintentionally detached partially in the px slim and partially in the target location. Next, the physician advanced the pod400 through the px slim and encountered resistance. The physician then noticed under fluoroscopy that the pc400 was partially deployed in the px slim and was causing the resistance for the pod400. Therefore, the pod400 was removed and pc400 was pushed to the target location by using the guidewire. The procedure was completed using a new pod400 and the same px slim. There was no report of an adverse effect to the patient.